Manufacturer narrative:
The reported event of inability to pair was confirmed. Based on the information provided, it was determined that the device entered ble lockout due to several failed connection attempts. This behavior is per design specification as a part of a cybersecurity feature.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.